Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros calcium (ca+) and vitros glu results obtained from two levels of non-vitros biorad quality control (qc) fluid (lot 46050) using vitros xt chemistry products glu-ca microslides, lot 7427-0024-4218 on a vitros xt 3400 chemistry system. The results were higher than expected when compared to customer baseline mean values. Vitros xt chemistry products glu-ca microslides, lot 7427-0024-4218: biorad lot 46050 l1 vitros ca results of 8.94, 8.68, 8.83, and 8.71 mg/dl vs the baseline mean of 5.85 mg/dl. Biorad lot 46050 l1 vitros glu results of 535.6, 538.6, 530.8, 546.4, and 530.6 mg/dl vs the baseline mean of 353.0 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ca+ and glu results were obtained from a quality control fluid and no results were reported from the laboratory. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4), (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros calcium (ca+) and vitros glu results were obtained from two levels of non-vitros biorad quality control (qc) fluid (lot 46050) using vitros xt chemistry products glu-ca microslides, lot 7427-0024-4218 on a vitros xt 3400 chemistry system. The results were higher than expected when compared to customer baseline mean values. The assignable cause of the event is a suboptimal calibration event. The cause of the suboptimal calibration event remains unknown. The calibration data for the affected calibration events on (B)(6) 2026 demonstrate atypical data when compared to peer data and all post-calibration qc results for both vitros ca+ and vitros glu assays were positively biased outside baseline and peer (vitros ca+) and package insert (glu) ranges, demonstrating atypical calibration events. A recalibration event using fresh calibrator kit (cal kit) 1 fluid was performed and acceptable post-calibration qc was observed, verifying resolution of the issue.